Manufacturer narrative:
Additional information: according to the currently available information, it appears the problems with the active electrode are most likely broken wires due to an accident or impact. To determine an exact root cause a device investigation of the explanted device is necessary. The complaint will be re-opened if further relevant information is received.

Event description:
The patient's mother reported that the child has no hearing sensation, a head trauma has been reported. External parts were checked and found to be functional. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient's mother reported that the child has no hearing sensation, a head trauma has been reported. External parts were checked and found to be functional.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's mother reported that the child has no hearing sensation, a head trauma has been reported. External parts were checked and found to be functional.